Event description:
The visi-pro stent could not cross the lesion to the target area. It dislodged from the catheter and was snared for removal. The physician then tried to place another stent in the same area, but was not able to get it to cross the lesion, so he did not deploy that one either. No injury to pt reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.